Manufacturer narrative:
The technician found the CPR latch clip was damaged which prevented the drive assembly from engaging when CPR was enabled. The technician replaced the latch clip to repair the bed.

Event description:
Information received indicates the bed's CPR is not functioning.